Event description:
It was reported that the patient presented to the clinic via a merlin@home transmission showing post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on remote transmission. Programming changes were recommended. Further information notes that no programming changes have been made and the decision was made to monitor the patient.